Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of blanching, occlusion, area looked bruised, tender to touch, pus, pustules, and staph epidermidis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings " "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. " injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days duration." Precautions: " "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. " patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites." Adverse events: " "the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra plus (without lidocaine) which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Necrosis has mostly been reported after treatment in the forehead or glabellar region and associated with a vascular event, skin discoloration, blister, pain, scar, or infection. Time to onset ranged from 1 to 3 days post juvéderm® ultra plus injection, and outcome ranged from resolved with little to no residual effects to scarring at the treatment site. Interventions prescribed by the health care professionals included topical steroidal cream, antibacterial ointment or cream, nitropaste, oral steroids, aspirin, and oral or injectable antibiotics. Additional treatments noted were injectable hyaluronidase, laser resurfacing, tissue debridement, and surgical scar revision. Additionally there have been reports of nodules, infection, and inflammation. " the onset of infection generally varied from immediate to 1 month post injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs."

Event description:
Healthcare professional reported patient was injected to the nasolabial folds, oral commissures, glabellar line, and the sebaceous glands across the forehead" with juvéderm® ultra plus xc. During injection to the glabellar line patient developed blanching and injector stopped and "massaged the area." The symptoms improved but later that evening the blanching reappeared. The next day the injector started the patient on aspirin and injected hylenex to prevent scarring, reverse the occlusion and dissolve the product. After treatment the area "pinked up" and improved. Patient was prescribed nitropaste and advised to use warm compresses every four hours. Upon review two days after injection, the area looked "bruised" and was "tender to the touch." The patient reported the nitropaste was "burning" the skin so they temporarily discontinued use. The patient had developed "milia" in the area where the nitropaste was being used and the injector "expressed" the "milia." A few days later the patient was seen and the injector cultured the pus from pustules that had arisen in the area. On this day patient was prescribed doxycycline. Once culture results came back positive for staph epidermidis the antibiotic was changed to bactrim ds. Symptoms improved after treatment but are ongoing. Patient was concomitantly injected with botox® and was taking levothyroxine at the time of injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasolabial folds, oral commissures, glabellar line, and the ¿sebaceous glands across the forehead" with juvéderm® ultra plus xc. During injection to the glabellar line patient developed blanching and injector stopped and "massaged the area." The symptoms improved but later that evening the blanching reappeared. The next day the injector started the patient on aspirin and injected hylenex to ¿prevent scarring, reverse the occlusion and dissolve the product.¿ after treatment the area "pinked up" and improved. Patient was prescribed nitropaste and advised to use warm compresses every four hours. Upon review two days after injection, the area looked "bruised" and was "tender to the touch." The patient reported the nitropaste was "burning" the skin so they temporarily discontinued use. The patient had developed "milia" in the area where the nitropaste was being used and the injector "expressed" the "milia." A few days later the patient was seen and the injector cultured the pus from pustules that had arisen in the area. On this day patient was prescribed doxycycline. Once culture results came back ¿positive for staph epidermidis¿ the antibiotic was changed to bactrim ds. Symptoms improved after treatment but are ongoing. Patient was concomitantly injected with botox® and was taking levothyroxine at the time of injection.

Event description:
Additional information provided by healthcare professional: symptoms resolved about a month after injection.

Manufacturer narrative:
Additional information: describe event or problem. Evaluation codes. The events of "inflammation and erythema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient was treated with 3 vials of hyaluronidase. Occlusion resolved 3 days after injection. Area is still pink but no scaring. Patient still has inflammation and erythema in the area.